Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the generator showed error e-433. The issue occurred during routine inspection. The customer reported trying to operate the device with and without the footswitch, however, the error remained. There were no reports of patient harm or procedure involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 2 years since the subject device was manufactured. The device was returned to olympus for inspection, and found the high voltage power supply board was defective. Based on the results of the investigation, the error message e433 can be caused by several factors, including electromagnetic interference, user actions such as actuating the foot switch during boot-up, or a defective foot switch. Other causes include defective cable connections between the high voltage power supply, generator, or relay boards; faulty components on the generator board (e.g., transformers, rectifiers, or output stages); missing or low supply voltage from the high voltage power supply board; and defects in the high voltage power supply board, motherboard. Permanent or temporary errors may occur depending on the specific issue. A definite root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.